Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 210 mg/dl. Customer had to correct for a meal and was unable to. Customer ended up giving herself a shot. Customer stated that she has not held down the button. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with an intermittent button response due to corroded keypad traces. No button error alarm noted during testing. The insulin pump had minor scratches on lcd window.